Manufacturer narrative:
Patient ID: (B)(6). (B)(4).

Event description:
It was reported that a 13.2mm, vicm513.2, -10.0 diopter, implantable collamer lens did not open up correctly in the injector. The reporter states "before it was implanted upside down, the surgeon pulled the lens out of the eye while it was still in the injector." A replacement lens was implanted within the same surgery and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
Claim#: (B)(4).